Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,e3.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) unit failed safety disk leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed safety disk leak test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed that the unit failed the safety disk leak test. The fse replaced the pneumatic module. The fse completed functional and safety tests and the unit was returned to the customer. The maquet failure analysis and testing department received a patient interface module assembly with a reported that the unit ¿failed leak test¿. Performed visual inspection per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with procedure and the cardiosave service manual. Found that all functions were normal. The tests (30 minutes) did not trigger the reported problem of the unit ¿failed leak test¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the patient interface module assembly in the failure analysis and testing department per procedure.